Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line tubing turned green in color with multiple cartridges. Reportedly, the pump is kept in a black fabric pouch, along with other colors including green, and believes the dye from the pouch is causing the discoloration. The user changed the cartridge. There was no impact to the user's blood glucose level.